Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead was explanted due to noise and increased threshold. Should additional information be obtained, this report will be updated.

Manufacturer narrative:
Upon receipt the lead was found cut 12.5cm distal to the is-1 connector pin. A medial part was missing. Explantation aids were still inserted in and mounted on the distal lead fragment. The performance of the returned fragments was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular 11cm proximal to the lead tip, the insulation was found abraded through. This damage is assumed to be the root cause for the observed oversensing. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Further damages like the deformed rv and svc shock coils as well as the fractured conductor cables leading to ring electrode and rv shock coil most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.